Event description:
It was reported to medtronic neurosurgery that medication was injected into the proximal stopcock of the device in error, and that the medication was removed before it reached the patient. According to the report, the patient was "fine" following the event and did not suffer any injury.

Manufacturer narrative:
The product was not returned. Therefore an evaluation of the device performance was not possible. A review of the manufacturing records was not possible as no lot number was provided.